Event description:
On (B)(6) 2008 the doctor implanted the first advanta vxt graft with slider gds on the left arm. The physician used the atrium tunneler and implanted the device in the looped configuration. Everything was done under normal conditions. The graft was cannulated until the tear occurred on (B)(6) 2008. In (B)(6) 2008, found "hematoma" and graft "tear". On (B)(6) 2008, removed the 1st advanta vxt graft and implanted new advanta vxt graft with slider gds in the same location with the same procedure. After the operation about 1 cm diameter can't recover and serom liquid (they checked in lab this liquid is sterile) weep from this hole in the mid of arm. Doctor didn't know what the liquid was. Normally, after 4 weeks nurse will ask doctor to start cannulation, but in this case they never did cannulation on this graft because he was worried infection could occur. Pt got anastomose on arterial and vein. On (B)(6) 2008, removed the graft and found many granules with liquid around the graft. Doctor took some granule for pathology analysis.

Manufacturer narrative:
Due to a high level of bio-hazard/contamination, this sample could not be evaluated. The lot history was checked and there were no abnormalities seen and all mechanical properties with the lot were fine. Since we were not able to perform an eval a cause cannot be determined.